Manufacturer narrative:
Alleged failure: when the handle for the anchor deployment was squeezed, the wire that pulls the distal tip of the anchor into the main body of the anchor, snapped, and was left in the anchor. The wire remained at significant length still attached to the anchor. The surgeon had to act to remove the wire as during regular operation of the device would have been removed once deployed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that when the handle for the anchor deployment was squeezed, the wire that pulls the distal tip of the anchor into the main body of the anchor, snapped, and was left in the anchor. The wire remained at significant length still attached to the anchor. The surgeon had to act to remove the wire.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the handle for the anchor deployment was squeezed, the wire that pulls the distal tip of the anchor into the main body of the anchor, snapped, and was left in the anchor. The wire remained at significant length still attached to the anchor. The surgeon had to act to remove the wire.